Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail balloon ruptured at 6 atms of the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the mid lad coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or compications were reported. Pt status is reported as 'good'.